Event description:
It was reported that is not possible to determine how much atrial fibrillation the patient has had. The device may not be working to collect mode switch episodes while there are episodes being collected for the atrial high rate episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.